Manufacturer narrative:
Clarifications to e.1.: address: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the chin with 1ml of juvéderm® volux¿ and 1ml of juvéderm¿ voluma¿ with lidocaine. Approximately one month later the patient experienced ¿swelling¿ at the injected areas. The patient later experienced an ¿abscess¿ in the chin which was drained by an unknown hcp. The patient was also treated with hyalase®. The abscess returned ¿after a week of normal skin¿. The symptoms are ongoing. The device has been discarded. This is the same event and the same patient reported under abbvie complaint (B)(6). This MDR is being submitted for the second suspect product, juvéderm® volux¿.